Manufacturer narrative:
Qc has been within the lab's established ranges. A field service engineer (fse) was on-site. Fse found bubbles in the reagent lines. Fse cleaned the lines and primes. No further incidents have been reported on this instrument. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous glucose (glu) results generated by the unicel dxc 600 pro synchron chemistry analyzer. A sample when tested gave a glu result of 64 mg/dl. Upon automatic critical rerun, the result was 47 mg/dl. The sample was rerun on a different instrument and gave results of 61 and 60 mg/dl. Another sample gave a glu result of 68 mg/dl that repeated 84 mg/dl upon critical rerun. The sample was run on a different instrument, which confirmed the result of 84 mg/dl. The erroneous results were not reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.